Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the event, and a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effects of mitral valve injury (tissue damage) and worsening mitral regurgitation, as listed in the as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The investigation was unable to determine a cause for the reported clip becoming caught in the chordae, resulting in difficulty removing the device. The reported patient effects were determined to be a result of procedural conditions, due to the clip getting caught in the chordae. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for chordal rupture and increased mitral regurgitation, which are considered serious patient injuries. It was reported that on (B)(6) 2016, the patient, with functional mitral regurgitation, underwent a mitraclip procedure. A large central jet was present. One clip was implanted on the medial portion of the anterior 2/posterior 2 (a2/p2) scallop and the mitral regurgitation (mr) was reduced from grade 4 to 3+. A medial jet was present and a larger lateral jet. A second clip was implanted lateral to the first. The mr reduced from 3+ to 2+; however, a moderate jet remained. The decision was made to implant a third clip. After crossing from the left atrium to the left ventricle, the clip became caught in the chordae. The clip was inverted to remove from the chordae, but during removal attempts, a chordal rupture occurred. The mr increased from grade 2 to 4+. This same device was used to make several grasp attempts to catch the flail; however the mr could not be reduced and remained severe. The third clip was not implanted and was removed, leaving a severe lateral jet. No additional intervention was performed. No additional information was provided.